Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of customer reported an unspecified high reading issue with the adc blood glucose meter, as compared to another adc meter. The caller reported the customer was taken to a hospital due to issue, but refused to answer any questions regarding adverse event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and xido optium meter, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that xido optium meter continue to be safe, effective, and perform as intended in the field. Stability data for xido optium meter was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of customer reported an unspecified high reading issue with the adc blood glucose meter, as compared to another adc meter. The caller reported the customer was taken to a hospital due to issue, but refused to answer any questions regarding adverse event. There was no report of death or permanent injury associated with this event.